Event description:
The surgeon was using the device to break up a right ureteral stone. A small blue fragment of the laser fiber broke off in the right ureter. The surgeon was not able to retrieve the fragment. Surgeon stated the fragment should wash out when the bladder empties.